Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 525 mg/dl. The customer stated that she was treated with a manual injection and the insulin pump. She noted that she had been trying to obtain a new insulin pump for a while. She stated that her blood glucose levels rose in the morning, and she changed the insertion site, but they kept going up. Upon admission, she was treated with intravenous drip and intravenous insulin. She observed a crack in the insulin pump at the corner of the screen by the up arrow, which extended around the device. The most recent blood glucose reading was 146 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.